Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 01/19/07; inratio: 5.2; lab: 45. Patient was not admitted to hospital and patient is not exhibiting any symptoms of bleeding.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 01/19/07; inratio: 5.2; lab: 45; mean: 25.1; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Products will be tested when returned.